Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon due to the damage of the up/down angulation control knob. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from (B)(4), there was the possibility that this phenomenon was attributed to the damage of the up/down angulation control knob due to impact being applied to the up/down angulation control knob by the user handling because the control section had the trace of stress being applied such as the crack of the cover.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the up/down angulation control knob of the subject device was broken. Olympus (B)(4) checked the subject device and found that the bending section could not return to the original position after angulation. There was no report of patient injury associated with the event.